Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. On event date, pt was not feeling well and was having shakes and was pale. Pt tried to test blood glucose level on ot meter, but meter kept getting "clean test area" message repeatedly. Pt cleaned meter and still got the same message. Pt's family member cleaned ot meter and still got the message. Pt was taken to the emergency room where pt's blood glucose was 413mg/dl on hospital meter of unknown brand. Pt was treated at ER for hyperglycemia and sent home. Pt does not reportedly base pt's diabetic medication doses on the ot meter reading. No further info has been provided.